Event description:
Patient presented to the physician with a hematoma and an infection at the chest incision site. Upon visual examination, purulent drainage was observed from both the neck and chest incision sites. Physician admitted the patient and initiated IV antibiotics and IV fluids. Physician then brought the patient into the or, drained the hematoma, and closed. Additional IV antibiotics and fluids were administered postoperatively. Patient presented back to the physician four days later with persistent infection. Physician brought the patient into the or, explanted the entire inspire system, placed a drain, and closed. Patient will continue the previously prescribed course of antibiotics.